Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) found loose screws at the sample mechanism which caused the sample probe to more irregularly. The fse tightened the screws, aligned the sample probe, and performed mechanism checks successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys probnp ii results for 1 patient sample on a cobas 6000 e601 module. The initial result was <36 pg/ml with flag. The customer was prompted to repeat the sample as it was accompanied by a data flag. The repeat result was >35000 pg/ml with flag. An automatic 1:10000 dilution was performed on the sample and repeated again. The second repeat result was 40043 pg/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.